Manufacturer narrative:
Additional information sections: h2, h6, h10 an event of residual shunt and device embolization was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 4-4 amplatzer duct occluder ii (4-4adoii, lot#: unknown) was attempted to be implanted for a patient's pda closure. However, the 4-4 adoii size was not suited for the pda. A larger-sized 5-6 amplatzer duct occluder ii (5-6 adoii) was implanted instead. There was slight residual leak post-implant, but no aortic pressure gradient difference was confirmed, and so the implant procedure was completed. On (B)(6) 2020, however, the 5-6 adoii was reported to have dislodged, fell off to the pa side. The 5-6 adoii was removed from the patient using a 5f snare catheter and a new 6-6 amplatzer duct occluder ii was successfully implanted. No patient consequences were reported. No further information is available.